Event description:
It was reported that during a laparoscopic nephrectomy procedure, surgeon says stapler locked out when attempting to fire the renal vein. It was the first firing. No clips or staples were present. A grey load was being used. Reverse button did not reverse the blade. The manual release was operated but was unable to reverse the knife blade. Stapler had to be cut out. Manual anastomosis using suture was used to complete case. Procedure was lengthened due to need to cut out stapler and perform sewn anastomosis.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: did the jaws of the device eventually open once removed from the tissue? No. Just for clarification, you stated the device locked-out. Does locked-out refer to the jaws not opening? No, lockout means it did not fire. You stated that no clips or staples were present. Did the device completely cut the target tissue and fail to deploy staples? This is not clear. It failed to fire and deploy staples. How much tissue was resected to remove the device (specify in cm)? Directly adjacent to stapler. Unknown amount. If any unexpected noises were heard, when were they heard? Began to fire then stopped. How long was the procedure delayed for? Unknown. Did the prolonged procedure clinically impact the patient or change the post-operative care? Unknown. Is there any other additional information you would like to share about this device or procedure? None available. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.